Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2013. Subsequently, post-operative radiographs suggested the incorrect sized stem was implanted. There has been no revision procedure reported to date and there have been no reports of patient complications as a result.

Manufacturer narrative:
Decision was made to recall based on an investigation which identified that an order was mixed and could result in the incorrect sized femoral stem being implanted into a patient. (B)(4).